Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. No issues were found. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site was tracing and were not getting points on the side of the face farthest from the emitter. A manufacturer representative tried re-positioning and holding the emitter while the trace was happening, however, it was not possible to get that side. The procedure was completed without the use of navigation. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The site had edited the 3d model and had also auto-refined.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site was tracing and were not getting points on the side of the face farthest from the emitter. A manufacturer representative tried re-positioning and holding the emitter while the trace was happening, however, it was not possible to get that side. The procedure was completed without the use of navigation. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The site had edited the 3d model and had also auto-refined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the archive was reviewed. It contained multiple registrations that displayed a metric but failed to load when selected, showing registration failed. One registration was able to load and the pattern was good for the exam. The exam field of view (fov) was low with much of the head missing.